Event description:
Intra-aortic balloon pump was placed in 2009. At 1900 the next day, alarm sounded to check catheter. Trouble shooting per console indicated catheter kinked. After 15 minutes fiberoptic cable failed. Console exchanged without resolution. Datascope called. Return call 20 minutes later. Iabp catheter removed at 1945.